Event description:
On (B)(6) 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal puresense rha 3 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 0.6 ml of teosyal puresense rha 3 in the lips (0.3 ml in the upper lip, and 0.3 ml in the lower lip). The injection was done using the bolus and retrotracing technique. Three days after the injection, on (B)(6)2023, the practitioner noticed a vascular compromise, as the patient presented with a delayed capillary refill on the lower lip. As a corrective action, 2 ml of hyaluronidase were administered on the same day (1 cycle), and 2500 ui one day after (june 16), along with the following treatment: nonsteroidal anti-inflammatory drug (aspirin 100 mg): for 7 days. Topical antibiotic: (mupirocin 20mg/g): twice a day for 7 days. Finally, on (B)(6) 2023, we were informed that the vascular compromise was fully resolved on (B)(6) 2023 without any further complications.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated propmtly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.